Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device indicated recommended replacement time (rrt) and was being explanted and replaced, however the device was pacing at 95 beats per minute with atrial and ventricular paces. No patient complications have been reported as a result of this event.